Manufacturer narrative:
Interrogation of the device revealed the implant duration exceeded the projected longevity of the device at nominal settings and was considered normal battery depletion. The device was tested on the bench and no anomalies were found. The cause of the reported field event of inability to communicate with the device and intermittent output was consistent with the device battery at end-of-life.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient underwent a carotid endarterectomy procedure. The post- anesthesia care unit checked the pacemaker device post procedure and found that they were unable to communicate with the pacemaker. The patient was moved to the telemetry floor for observation. The device then exhibited intermittent pacing and pauses with the heart rate at around 50 beats per minute. On (B)(6) 2019, the pacemaker was explanted and replaced.

Event description:
New information received stated that the procedure was completed without complications. The patient was find during and post procedure.